Manufacturer narrative:
Patient information was unavailable from the site. Unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that navigation system was unable to connect with the imaging system. They removed the navigation system and brought in their other one and were able to connect. Troubleshooting included technical services (ts) having the manufacturer representative test a manual push which resolved the issue. Ts also recommended attempting to replicate the issue with an automatic spin as well. There was a 20 minute delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.